Manufacturer narrative:
Concomitant medical products: 8015; pri tubing; 8100; non-bd needle-free connector; green alcohol cap; therapy date (B)(6) 2020. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an extension tubing set separated. While disconnecting primary tubing from the extension tubing set to place a cap; it fell apart. It was noted that the antibiotic and normal saline flush had already finished at the time of the event. No medical or surgical intervention, nor change in treatment for the patient was required as a result of the event. The event occurred on a pediatric unit. Although requested, no additional patient information was provided.

Manufacturer narrative:
Correction: d.4 (lot number) the customer¿s report that an extension tubing set separated while disconnecting was confirmed. Visual inspection observed that the majority of the male luer fixed collar was broken off from the base of the collar. Closer inspection under magnification also observed signs of stress marks at the break site and the male luer tip had a white cloudiness appearance. No separations or other anomalies were observed. Functional testing was not deemed necessary due to the broken male luer fixed collar and the disconnections at the luer that would occur. A device history record for model me2017 with lot number 19107052 was performed. The search showed that a total of 15,053 units were built in 1 lot on 30oct2019. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause was identified as design of the male luer component.

Event description:
It was reported that an extension tubing set separated. While disconnecting primary tubing from the extension tubing set to place a cap; it fell apart. It was noted that the antibiotic and normal saline flush had already finished at the time of the event. No medical or surgical intervention, nor change in treatment for the patient was required as a result of the event. The event occurred on a pediatric unit. Although requested, no additional patient information was provided.